Manufacturer narrative:
Date of event: the event occurred on an unreported date in (B)(6) 2022. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was described as due to "careless hygiene and improper diet". It was reported that the patient was hospitalized for the event and was treated with ceftazidime and cefazolin. The patient was discharged from the hospital after ten days of treatment and continued medication treatment at home. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. The reporter declined to provide additional information.